Manufacturer narrative:
Patient information was requested; patient gender, age, weight and diagnosis were provided. (B)(6).

Event description:
The customer reported the device alarmed vent inop due to a machine and proximal pressure sensor failure. The customer stated the date of the event was (B)(6) 2016. There was no patient harm.